Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-funtional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use." No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap sigma procedure, the device did not function after 90 minutes. The dispaly showed an instrument error. Case was completed with a like product. No further information is available. There was no patient consequence.